Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead an alert triggered for lead impedance issue. The ra lead impedance issue was addressed and the lead remains in use. No patient complications have been reported as a result of this event.